Event description:
Customer states she ran a sample for tnt and ckmb on the 2010 which recovered values of 0.108 and 12.18 ng per ml, respectively. She states the same sample was then placed on the c6000 for a total ck, the tnt and ckmb were run again as well. She states the c6000 gave values of 0.04 ng per ml for the tnt and 7.74 mg per ml for the ckmb. She states she reran same sample again on the e2010 and recovered tnt 0.035 ng per ml and ckmb 8.62 ng per ml. Customer states original result was reported from the 2010 analyzer because pt was in for a cardiac event and the first result was more believable than the corrected second result. She said the pt was not treated solely on the first result, there were other tests that showed pt was having a cardiac event as well. The field service rep was unable to determine the cause of the discrepancies. He checked analyzer operation with no abnormalities found. He verified analyzer operation by performing calibration and running controls and a precision check.